Event description:
During a meniscus repair the clear retaining ring, the device which holds the fastener to the inserter needel, came off into the knee and was not able to be retrieved. It is possible that patient injury could potentially occur. We do not know what impact, if any, this would have on the patient.